Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal resection to the patient with rectal cancer, during insertion of the stapler, the seal of the trocar got damaged. Air or gas leaked from the seal. To resolve the issue, the surgeon used another device. There was no patient injury.